Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure in the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image noise was due to the camera cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image noise. This issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had image noise. This issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had image noise. This issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation was re-opened and updated. This supplemental report is being submitted to provide additional reportable results of the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: water in the camera cable and main unit imaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had image noise. This issue occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.